Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous shunt vein. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.